Manufacturer narrative:
Follow-up #1 date of submission 12/06/2011 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the down arrow keypad button was hard to press and intermittently unresponsive. The patient also reported that the keypad buttons did spring back as expected and that the other keypad buttons were functioning normal. The patient denied damage to the keypad and stated that she does not clean the pump. The patient also indicated that she wears the pump in a pocket clipped to clothing on her waist.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.